Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was rebooted. Log analysis was performed and showed an incorrect voltage which led to the arm cart to stop working. Rebooting of the arm cart resolve the issue and the issue did not occur again. The arm cart is now functional. Evaluation of the logs indicated that the system detected a break in the fault detection circuit, which was triggered due to a functional isolation circuit break in the arm cart assembly. This lead to the occurrence of an error for 'linked to arm failure - non-recoverable - arm cart subsystem voltage and current limits', which triggers a system recoverable inoperable error and a subsystem non-recoverable inoperable error. As the fault detection circuit trigger was resolved, it could be a momentary break in isolation or a false trigger. An error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant controller state check', an error code for 'linked to arm failure - non-recoverable - robotic arm brake state' and an error code for 'linked to arm failure: robotic arm motor state', were all triggered as an after effect of the issue. When triggered, these errors all give a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the fault detection circuit being triggered. Additionally, the root cause of the observed after effect errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical nephrectomy procedure, the arm cart assembly had a non-recoverable error. Rebooting of the arm cart was required to resolve the issue. There was a a five minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical nephrectomy procedure, the arm cart assembly (aca) had a non-recoverable error. Rebooting the aca was required to resolve the issue. There was a a 5-minute delay. There was no patient injury.